Event description:
It was reported that the customer's infusion set detached from the body while he was doing manual labor and sweating. The customer's blood glucose was 495 mg/dl. The customer realized that he was not connected when he went to bolus. The customer was able to lower his high blood glucose levels within five hours per his endocrinologist's recommendations. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)